Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined, and it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Pneumopericardium and pneumothorax contralateral to venous access site after permanent pacemaker implantation europace 2003; 5(4):361-363 10.1016/s1099-5129(03)00093-x. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an atrial pacing lead. The authors discussed that eight-hours post implant the patient complained of sudden onset shortness of breath. Imaging exams were performed, and it was determined the patient developed a right sided pneumothorax, right pleural effusion, and pneumopericardium was also seen. Additionally, the helix was found to be abutting a bulla in the right lung. The pneumothorax and pneumopericardium was secondary to perforation through the wall of the right atrial appendage. A chest tube was placed and the right atrial (ra) lead was removed. Replacement of the lead was deferred for healing. There was resolution of the pneumothorax and pneumopericardium and no further patient complications have been reported as a result of this event. The disposition of the lead is not known. Further follow up did not yet yield any information.